Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used during a robotic hysterectomy on (B)(6) 2022. When it was reported that ¿when they were pulling out the vcare for the hysterectomy, only the blue cup came out with the specimen. The green cup and the tip were broken. Everything has been retrieved. I had the room isolate it in our decontam area. The patient is doing fine.¿ the procedure was completed and there was no report of delay to the surgery. Further assessment found that the green cup fell off the s-curve and the balloon tip was not inflating, the components remained whole but became detached. A hand was used to removed the components from the surgical site, components were said to be "all okay". No medical/surgical intervention or extended hospitalization was required for the patient. It was reported that the patient was not injured and is said to be doing fine. Also, no alternate device was used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Received one 60-6085-201a in unoriginal package. Lot number was not verified. Performed a visual inspection, there was a hole in the uterine balloon. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found 3 similar events reported for this lot number; however only 2 have been confirmed. (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare 200a - medium was being used during a robotic hysterectomy on (B)(6) 2022 when it was reported that ¿when they were pulling out the vcare for the hysterectomy, only the blue cup came out with the specimen. The green cup and the tip were broken. Everything has been retrieved. I had the room isolate it in our decontam area. The patient is doing fine.¿ the procedure was completed and there was no report of delay to the surgery. Further assessment found that the green cup fell off the s-curve and the balloon tip was not inflating, the components remained whole but became detached. A hand was used to removed the components from the surgical site, components were said to be "all okay". No medical/surgical intervention or extended hospitalization was required for the patient. It was reported that the patient was not injured and is said to be doing fine. Also, no alternate device was used. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence